Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported the check button on the infusion device does not function correctly. This has been ongoing for 3-4 weeks, and she has also experienced hyperglycemia in the 200 mg/dl range. Her target range is 160-170 mg/dl, and she has delivered boluses and manual injections as treatment. She also delivers manual injections when the check button does not respond. She reported the infusion device will occasionally be in the stop mode. The infusion device was replaced and requested for evaluation. Follow-up was completed on (B)(6) 2014. She switched to the replacement infusion device, and her blood glucose returned to normal. Three additional attempts were made to clarify if there were additional allegations, but these were not successful.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.